Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via letter that they were hospitalized due to hypoglycemia on (B)(6) 2021 with blood glucose level of 58 mg/dl. The customer¿s treatment was unknown. It was unknown that customer was using the auto mode feature at the time of incidence or not. Customer¿s declined to trouble shooting. The insulin pump was not returned for analysis.